Event description:
The customer was retrieving a bottle of detergent b. She shook the container which was uncapped, causing the detergent to splash into her eye. She immediately flushed her eye with water. The customer went to see an ophthalmologist and was prescribed lacrifilm ointment and tylenol. No harm occurred to the eye but the eyelid was very irritated. No information was provided regarding whether the technician was wearing eye protection at the time of the incident.

Manufacturer narrative:
(B) (4). The architect system operations manual was reviewed and was found to adequately describe the hazards and precautions for handling detergent b. Customer complaint data was reviewed and no adverse trends were identified related to the complaint issue. The investigation did not identify a product deficiency.